Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued as customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer experienced sweating, sleeplessness, and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.